Manufacturer narrative:
Returned device was being evaluated and no leak was detected in the returned sample. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking from the filter. No patient was present at the time of the event. There were no reported adverse events.